Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the mesh test acceptance criteria; however, the repair was not completed because the cutters were not repairable. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated mesher medwatch: 0001526350-2023-00092.

Event description:
It was reported that during preventative maintenance, the cutter failed to pass the test cut acceptance criteria. No adverse event is associated with this malfunction. No patient involvement was noted as a result no harm or delay were reported. Due diligence is complete and there is no additional information available.